Event description:
Patient was implanted with dhs construct on (B)(6) 2010 for a left interochanteric/subtrochanteric hip fracture. Patient was returned to the operating room on (B)(6) 2011 for removal of hardware due to non-union. Three (3) 4.5mm cortex screws broke post-operative. Patient was revised to a proximal femur plate construct. This is 7 of 7 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.